Event description:
It was reported a cot tipped with a pt onboard when transporting in the highest level position. The pt reportedly hit his head and lost consciousness.

Manufacturer narrative:
It is unk if the device is available for eval or if further info will be forthcoming. If add'l relevant info is gathered, a follow-up MDR will be filed.